Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident and the other blood glucose of the customer was 48 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported they did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported that they did not used auto mode feature. The customer was treated with food. Customer reported the insulin pump was not worn during a medical procedure and test around magnetic resonance imaging. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.